Manufacturer narrative:
The investigation determined that higher than expected vitros sodium (na+) results were obtained from a single patient sample (sample 1) tested on vitros 5600 integrated system (B)(4), compared to repeat results obtained from the same sample and from an alternate sample collected from the same patient. The assignable cause of the event was user error. The patient had a serum separator tube (sst) and na fluoride/ k+ oxalate grey top tube collected for the sample 1 test events. The customer inadvertently used the na fluoride/ k+ oxalate grey top tube for the initial and 1st retest events. Vacutainer tubes containing na fluoride/ k+ oxalate contain sodium and potassium in the anti-coagulant. Therefore, it would be expected to have elevated na+ results when using vacutainer tubes containing na fluoride/ k+ oxalate as the anti-coagulant. The vitros na+ and vitros k+ instructions for use (IFU) states the following: important: certain collection devices have been reported to affect other analytes and tests. Owing to the variety of specimen collection devices available, ortho clinical diagnostics is unable to provide a definitive statement on the performance of its products with these devices. Confirm that your collection devices are compatible with this test. Acceptable vitros na+ results were obtained using the sample 1 sst. Historic quality control review indicates vitros na+ slide lot 4209-1094-5112 was performing as intended within the timeframe and did not likely contribute to the event. Although no diagnostic within-run precision testing was processed to assess analyzer performance, a performance issue with vitros (B)(4) is not likely as quality control results were consistently within expectation and the customer obtained acceptable results once the correct protocol was followed with no actions taken to optimize the analyzer.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros sodium (na+) results were obtained from a single patient sample (sample 1) tested on vitros 5600 integrated system (B)(4), compared to repeat results obtained from the same sample and from an alternate sample collected from the same patient. Sample 1 vitros na+ results of 193.6 and 192.8 mmol/l vs. The expected result of 121 mmol\/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros na+ results were not reported outside of the laboratory as the customer believed the results to be physiologically unbelievable. There was no reported allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 602197.